Event description:
Customer reported that while on cpb, sudden loss of volume noted with pooling present on left side of hlm. After investigation, it was determined that blood was coming from arterial tubing in the raceway. The raceway line split during a case that lasted seven hrs. Clinical discussion. The raceway tubing split occurred after approx 7 hrs on bypass. In addition there was 1.5 hrs of recirculation. The perfusionist first noted blood dripping down the side of the pump. After further investigation he noted blood in the raceway tubing, which he estimated to be at least 200ml. The perfusionist stated the pt didn't require a transfusion as a result of the blood loss. Estimated time off bypass to change the raceway tubing was approx 3 mins, and the delay of the procedure to be 4 mins. There were no intra or post-operative complications to the pt as a result of the split tubing, subsequent blood loss, and time off bypass to change out the defective tubing.

Manufacturer narrative:
No sample has been rec'd, no physical investigation performed. The clinical review states that the raceway tubing split after 7 hrs of bypass plus 1.5 hrs of recirculation (total of 8.5 hrs). This is longer than the product is rated for the cardiovascular procedure kit instructions for use. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).